Event description:
Impossible to introduce the wire guide. "As per cc form": impossible to introduce the wire guide in the stent. They take another stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
The use of the pigtail straightener on the device evaluation: 1 unit of lot number cf1894560 of zebd-7-3 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 12 jun 2024. Visual inspection: stent returned. Pigtail straightener and introducer not returned. Kinks observed on the 2nd, 3rd and 5th portholes of the tapered end on the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Additional information was received which confirmed that a 0.025" wireguide was used with the replacement device to complete the procedure. An additional complaint, pr 432086, was opened to capture the user error of the incorrect sized wireguide used with the replacement device. Manufacturing records: prior to distribution, all zebd-7-3 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-3 device of lot number cf1894560 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-3 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1894560. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the device becoming kinked while the stent was being straightened as it was being loaded onto the wire-guide. The use of the pigtail straightener on the stent may have led to the kinks observed in the lab evaluation and contributed to the subsequent difficulty experienced in advancing the wireguide over it. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, impossible to introduce the wire guide. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the device becoming kinked while the stent was being straightened as it was being loaded onto the wire-guide.the use of the pigtail straightener on the stent may have led to the kinks observed in the lab evaluation and contributed to the subsequent difficulty experienced in advancing the wireguide over it.

Event description:
A supplemental report is being submitted due to completion of the investigation on 12-jul-2024